Manufacturer narrative:
Investigation summary: bd did not receive samples or photos from the customer in support of this complaint. Therefore, 10 retention tubes from the bd inventory was functionally tested and the issue of tube push off was not observed. Bd was unable to confirm the customer¿s indicated failure mode of tube push off as no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was whole tube push off non-patient end of needle. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "after the stopper is removed, the stopper cannot be closed."